Manufacturer narrative:
Corrected data: device not returned. An event regarding a osteolysis involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Not available.

Event description:
Sales rep reported a primary revision surgery due to osteolysis. Surgeon removed mdm insert, liner, and tritanium cup.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a primary revision surgery due to osteolysis. Surgeon removed mdm insert, liner, and tritanium cup.